Manufacturer narrative:
An event regarding pain involving an abg ii monolithic stem was reported. The event was not confirmed. Medical records received and evaluation: a medical review was performed and it concluded: "from the materials composition of the left hip devices it is clear that no nickel or chrome has been implanted in the hip and that consequently, these metal ions must have an other source in the patient. Possibly this patient has other implants such a knee or other arthroplasty that may contain cochr alloy and as such may contain trace amounts of nickel and chrome as well because that is the main alloy component. As such, there is no relationship (procedure- or device-related) between the patient¿s elevated nickel and chrome ions with the hip devices. The poly wear aspect of the case cannot be solved without further information, especially x-rays." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. The medical review concluded that no nickel or chrome has been implanted in the hip and that consequently, these metal ions must have another source in the patient. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
The patient underwent 3 years ago a thr surgery in a different hospital due to a fall, the patient started to experience severe pain at the implantation site on an unspecified date. A different surgeon reported that after examination, the patient showed high level of nickel and chromium in blood (metallosis) and wear of the polyethylene insert, even if it seems that this examination demonstrates a good positioning of the implants. The patient is worried about her condition and wants to have an immediate response related to the alleged failure of the implant.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
The patient underwent 3 years ago a thr surgery in a different hospital due to a fall, the patient started to experience severe pain at the implantation site on an unspecified date. A different surgeon reported that after examination, the patient showed high level of nickel and chromium in blood (metallosis) and wear of the polyethylene insert, even if it seems that this examination demonstrates a good positioning of the implants. The patient is worried about her condition and wants to have an immediate response related to the alleged failure of the implant.